Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the emergency medical technician was called due to low blood glucose level. Customer had blood glucose level of 30 mg/dl. Customer was treated and refused to go to the hospital. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.